Manufacturer narrative:
Date of event and device catalog and lot number, UDI section are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was an issue with the tracheostomy tube. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. No device was received for investigation and no lot number was provided, therefore no device analysis or review of device history records could be conducted. The reported issue could not be confirmed and no root cause was identified. No action has been taken at this time.